Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that another instance of non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Additional oversensing near the atrial sensed events was also observed. Programming changes were recommended.

Event description:
It was reported that post-paced t wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended. The device remains implanted. No additional information was reported.